Event description:
It was reported on (B)(6) 2026 an unknown amplatzer amulet left atrial appendage occluder was selected for implant using a torqvue delivery sheath for a left atrial appendage (laa) closure. During the procedure, the activating clotting time was between 193 and 256 seconds. Heparin was administered. Transseptal was made at the inferior/mid location. The device was implanted. On (B)(6) 2026, a circumferential pericardial effusion was noted at the apex of the heart. A pericardiocentesis was performed. The patient status was stable and discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.